Manufacturer narrative:
The biomedical engineer (bme) reported that 2 gz telemetry transmitters did not alarm for low battery on their central nurse's station (cns) this morning. He reported the clinician discovered the devices were off after walking into the room and had to replace the batteries. When asked if the gz alarmed for low battery he stated he was unsure but believes it didn't and also noted the staff relies on their central nurse's stations / remote network stations to alarm for low battery. No patient harm was reported. The devices were discovered to be off at the times listed below: bed ID: (B)(4), gz-130p, sn: (B)(6), (B)(6) 2026 @ 8:15am. Bed ID: (B)(4), gz-130p, sn: (B)(6), (B)(6) 2026 @ 8am. Additional device information: d10 concomitant medical device. Telemetry transmitter model: gz-130pa sn: (B)(6). Telemetry transmitter model: gz-130pa sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that 2 gz telemetry transmitters did not alarm for low battery on their central nurse's station (cns) this morning. He reported the clinician discovered the devices were off after walking into the room and had to replace the batteries. When asked if the gz alarmed for low battery he stated he was unsure but believes it didn't and also noted the staff relies on their central nurse's stations / remote network stations to alarm for low battery. No patient harm was reported. The devices were discovered to be off at the times listed below: bed ID: (B)(4), gz-130p, sn: (B)(6) (B)(6) 2026 @ 8:15am. Bed ID: (B)(4), gz-130p, sn: (B)(6), (B)(6) 2026 @ 8am.